Event description:
Procedure type: laparoscopic rectum resection. According to the reporter: when the device was fired it made a cracking noise. The staples were not formed and the blade had cut the rectal stump. The procedure was converted to an open procedure. To solve the problem the rectal stump was sutured manually through a pfannenstiel incision. The case was extended by one hour. No staples fell into the patient cavity. There was bleeding less than 250cc. There was no tissue loss or tissue damage. No reinforcement material used. The hospital stay was extended due to drainage treated with antibiotics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).